Event description:
The customer reported that while in patient use the ventilator gave a transducer fault and high pip with audible and visual alarms. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
The customer evaluated the ventilator and determined that replacement of the main pcb fixed the reported issue.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba, powered on in service mode and inspected event error log. Note: xdcr fault (2, 0, 953) events were recorded in event log, powered unit in ventilator mode and unit powered on with no anomalies, perform xdcr test pass. Switched to service mode and perform calibration on exhalation flow xdcr pt802 and pass with no anomalies. Note set unit to ventilate for 30 min with no issues. Reported problem could not be duplicated. Findings/root-cause reported problem was isolated to bad transducer per event error log. This issue is being addressed in an internal corrective action.